Event description:
It was reported per medwatch report that during placement of the arrow multi-lumen catheter, the spring wire guide (swg) uncoiled and unraveled. The swg was immediately withdrawn.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.